Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received insulin pump error alarm. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump passed displacement test. Insulin pump again received same alarm after passing displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. (B)(4).